Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue medication for patient. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to pull medication. A technical support specialist (tss) checked in myqlink (mql) and found that the patient was listed as inactive. The tss activated the patient, and the customer confirmed that the patient was visible at the unit. The system functioned as intended after the technical support specialist troubleshot the device.